Event description:
After insufflation of the co/2 through the veress needle a trocar was introduced into the abdomen, the trocar knife was removed, leaving the sleeve in place. The laparascope was introduced into the abdomen thru the sleeve. It was noted that the patient was bleeding intra-abdominally. A laparotomy was performeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.